Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusing issue was reproduced. The device was tested for flow rate accuracy and it failed the test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel and the m2/m3 springs required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.